Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the battery tube on event date (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage was noted to the retainer ring. The following were noted during visual inspection: corroded battery tube, pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, scratched case, damaged display window cover, cracked case (battery tube), battery tube threads - cracked, label damage (faded serial number label) and cracked retainer. Cosmetic damage was confirmed at the cracked case (battery tube). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had cracked. No harm requiring medical intervention was reported. The device will be returned for analysis.